Manufacturer narrative:
Follow-up #1: date of submission 04/05/2016. The device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the keypad was intact without damage. On testing, all the keypad buttons responded normally. The keypad cover was removed for investigation and did not reveal any contamination on the contacts of the keypad buttons. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked on the side from the threads down to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; under responsive up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.